Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >500 mg/dl with vomiting and small urinary ketones present. The patient was reportedly hospitalized where they were treated with intravenous fluids, insulin via the insulin pump and other unspecified treatment(s). The reporter stated the patient had experienced a change in stress level. Troubleshooting of the event performed by animas customer support revealed a training/misuse issue of incorrect manual calculation of insulin dosage. Animas customer support referred the patient to their health care provider for diabetes management. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse and diabetes management.